Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide:only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Device not returned.

Event description:
It was reported that occlusion alarms occurred. Reportedly, customer is using byram insulin. Tandem technical support informed customer that using bryam insulin is off label per the tandem user guide. System check was being performed by tandem technical support, however the customer declined to remove the site. Customer resumed insulin delivery. Customer's blood glucose was 400 mg/dl.